Event description:
Patient was admitted to the hospital on (B)(6) 2020 and the evar procedure was performed on (B)(6) 2020. On (B)(6) 2020 - circulatory disorder of the left foot. Event was determined as unanticipated and related to the device. To treat adverse event medications were given to the patient and surgical procedure carried out - iliac stenting for endoleak. Patient outcome: "patient recovered." Additional information received on june 14, 2021 - "we only know that the subject died on (B)(6) 2021 with suspected sepsis. Unfortunately, we have no further information on the patient's death."

Event description:
Patient was admitted to the hospital on (B)(6) 2020 and the evar procedure was performed on (B)(6) 2020. On (B)(6) 2020 - circulatory disorder of the left foot. Event was determined as unanticipated and related to the device. To treat adverse event medications were given to the patient and surgical procedure carried out - iliac stenting for endoleak. Patient outcome: "patient recovered."